Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator made a loud noise on start up. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the device was inspected. The customer repaired the device using third party service, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The issue was decided to be reported based on available information as the initial description might have underlying causes which represent a reportable event. Based on information available in the complaint record, it has been concluded that next stages of repair will be the replacement of dc/dc & standard connectors and/or main back-plane board. However, the solution to the issue is unknown and is not possible to know which parts have been finally replaced. Therefore, the root cause cannot be determined. The correction of fields #e3 occupation and #h8 usage of device was required. This is based on the internal evaluation. #e3 occupation: previous occupation: other healthcare professional. Corrected occupation: biomedical engineer. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse h3 other text : 4117.

Event description:
It was reported that the ventilator made a loud noise on start up. There was no patient harm. Manufaturer's ref. #: (B)(4).